Event description:
(B)(4). Heavy bleeding, heavy horrible periods twice a month, bloating, weight gain, cramps, lower back pain, severe hip pain in left hip, fatigue, hair loss. It's all been down hill since having this essure in my body. Period have lasted 53 days.